Event description:
It was reported that this pacemaker patient experienced dizziness and syncope, and presented to the emergency room (ER). Upon device interrogation, the right ventricular (rv) lead exhibited high pacing impedances, measuring greater than 3000 ohms. In addition, there was no capture at maximum outputs in the bipolar configuration. In the unipolar configuration, high thresholds and intermittent capture were observed. A temporary pacemaker was placed. Subsequently, a revision procedure occurred. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.